Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See updates to h4, h6 and h10. Based on the results of the legal manufacturer's investigation, it was estimated that intermittent images and color bars are displayed due to failure of the patient circuit (cp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that during standard device maintenance on the visera elite ii video system center, the touch panel was blacked out. There is no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The touch panel display blacked out intermittently, and with no image on the camera head monitor, only the color bar would appear instead of the endoscopic image. The issues were due to a failure of the printed circuit board component. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.